Event description:
Service and repair report states that the spindle broke on a trial spacer and the arm broke off during distraction. A vertebral body retainer was also damaged. No additional information available.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The supplier lot # was found to be (B)(4) after consulting with chu. No irregularities were found during the device history record review. This was one of the first deliveries of this device revision level c. There were two routers with this lot # and both reviews showed no irregularities. The design of the device was improved from revision c to rev d to strengthen the arms ((B)(4)).

Event description:
It was reported that during an anterior lumbar interbody fusion procedure on levels l5-s1, there was a steep trajectory, thus the surgeon lacked good exposure to the operative site. He could not get a good angle so the handle broke off the trial spacer. It was already somewhat worn out prior to the procedure. Surgery was completed without any adverse effects on the patient and without delay to the procedure. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Additional narrative: product was received at service and repair (B)(4) 2012. Product has been in use since (B)(4) 2008. Service and repair determined that product was broken. Service and repair was unable to repair product.